Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was observed that the left ventricular lead had fallen into the coronary sinus. Programming changes were made. The lead was not replaced and was to be monitored. The patient was stable.